Event description:
On (B)(6) 2011, pt reported having issues with the button on his infusion device. Pt stated, he is experiencing issues with the down button on the device. Pt reported the issue began about 2-3 months ago. Pt stated, she noticed the issue when attempting to program a bolus. Pt reported, the button pops back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.